Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not restarting and device was offline for 4 hours. A field service engineer (fse) found that the device was stuck on a windows update error and did not boot into the application. The engineer replaced the hard drive, configured it, and synchronized the device. The fse then confirmed that the device was online and communicating, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis was not restarting and the device was offline. The registered nurse stated that the machine had been restarted in the morning; however, it remained stuck on the circular loading screen. Multiple restart attempts were made with no success. All cables were verified to be properly connected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.